Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported by the customer that "the customer has experienced 4 powerloc max 20g x 1in with a y-site from their standard port access kit leaks fluid from the top of the huber needle where the needle meets / exits the plastic hub. All needles involved where discarded into the biohazard disposal." This report addresses the fourth needle.